Manufacturer narrative:
(B)(4). Date sent: 06/29/2021. D4: batch # u5el1h. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. In addition, b form staple inside of bag. The reload had the proximal 79 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: the knife stopped moving forward on the way of the 4th firing. The knife stopped moving forward on the way of the 4th firing. The device kept firing forcibly, then the knife moved but the deployed staples were unformed. Additional hand suture was performed on the target tissue where the staples were unformed. The procedure was not converted to an open procedure. The surgeon asked about the cause of the staples unformed and thought there was a problem with the cartridge. The patient¿s condition is stable.

Event description:
It was reported that during an open colectomy, the knife stopped moving forward on the way of the 4th firing. The device was used on the colon. The staple height was green. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. No further information is available.